Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was that the customer had a high blood glucose value of 28.5 mmol/l. Customer's other blood glucose values were 4.1 mmol/l. The customer was treated with manual injections for high blood glucose levels. Troubleshooting was performed and the device is not expected to be returned for analysis.